Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg due to the positioning of the ipg. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference and was relocated. The patient was reportedly doing well postoperatively.